Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion and prime tests. The device was received with stuck in motor error alarm loop during bolus and or basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had cracked case at display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 212 mg/dl. The customer was assisted with troubleshoot, and a motor position encoder error alarm was noted. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.